Manufacturer narrative:
(B)(4). Dried bodily fluids. The analysis results of the device found that it was difficult to cycle. The trigger was manipulated and the device when fired, released two pear shaped clips; it could not further feed clips upon cycling of the trigger. The device was disassembled and clips were found adhered to the clips track due to excessive dried body fluids. No functional testing could be performed due to the returned condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired scissored clips. No adverse consequences reported. One device will be returned. No details are available for either of the devices.